Manufacturer narrative:
The customer reported event of ivtm thermogard system ((B)(4)) stopped working was confirmed during functional test and per archive data. The root cause was due to a defective temperature sensor. During visual inspection, unrelated to the customer reported event, 2 wire harness connectors and pic 16 were found to be slightly brown. During functional test, zoll engineer visited the account to inspect the ivtm thermogard system, the temperature sensor was found to be defective. Historical complaints were reviewed for service information related to the reported complaint and there was no history of similar complaints reported for ivtm thermogard with serial number (B)(4).

Event description:
It was reported that during patient treatment, the ivtm thermogard system ((B)(4)) stopped working, customer attempted to re-start the ivtm thermogard system, but the issue persisted. Customer switched to another ivtm thermogard system to continue the treatment. No consequences or impact to patient.